Manufacturer narrative:
The referenced console has been reported under MFR # 2916596-2018-04987. The device's serial number was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the centrimag experienced a console failure. The console (2nd generation) did not recognize when the motor was plugged into the console (it displayed "motor not connected" alarm). When starting a demo loop, there was no movement of the rotor until the rpm's were increased to 3000. Staff commented that this console had some external damage to the casing, and the cause of the issue is unknown. The console was removed from use and will be returned for evaluation. No further information was provided.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The report of a motor disconnected alarm and the report of the pump speed not reaching the set speed were confirmed through the evaluation of the log file data downloaded from the returned centrimag 2nd generation primary console; however, a specific cause for the reported events could not be conclusively determined through this evaluation. The data log file retrieved from the returned console showed the system being powered on at 3:50 pm on the date of the reported event of 22oct2018, per the timestamp. During this time, the flow sensor was captured as disconnected and the console displayed a "flow sensor disconnected:f1" alert. The pump speed was set to 1650 rpm and the system responded as designed. The pump was then manually stopped, and the console was powered down at 3:52 pm. At 4:00 pm, the console was powered on again with the flow sensor still disconnected. Pump speed was then set to 1500 rpm but soon after the console displayed a "set pump speed not reached:m5" alert and speed remained at 0 rpm. At approximately 4:02 pm, pump speed was increased to 2400 rpm and the pump speed ramped up to this speed appropriately, clearing the m5 alert. The system then operated at the set speed until it was powered down at approximately 4:05 pm. At 4:09 pm, the console was again powered on and alarmed with a "motor disconnected:m2" alarm and a "flow sensor disconnected:f1" alert. These alarms were muted but remained active until the system was powered down at 4:13 pm. The centrimag motor remains in use and there have not been any further issues. A specific cause for the m2 and m5 events captured in the log file data could not be determined nor correlated to a motor related issue as the motor was not returned for analysis. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.